Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4) followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address cup malpositioning.

Manufacturer narrative:
Pt underwent left tha in 1996 with another surgeon unknown. No primary stickers available. Pt has been unhappy with hip for some time as the cup is poorly aligned. Revision tha was performed on (B)(6) 2016 by dr (B)(6). Implant stickers of what was implanted and x-ray photo prior to revision surgery are available. No further information is available. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary